Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 39.2cm to 39.4cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. (B)(6).